Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a motor vehicular accident caused by hypoglycemia, with a blood glucose reading of 20-30 mg/dl. The customer stated that he hit a sign post with his car because he had bolused too much and went low while driving. The customer's perceived cause of event was that he had guessed how many carbohydrates he ate and over estimated, which led him into manually bolusing too much insulin. Nothing further was reported.